Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction

Event description:
Major pump unit(s) involved: external control system failureadditional text: system controller alarms stating power cable disconnectedspecific component(s) involved: external controller malfunctionadditional text: system controller alarms stating power cable disconnectother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controller; other interventions, specifyother intervention : waveforms recorded and sent to vendorimplant device type: lvadmalfunction device type: